Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leaking maxzero mated with a 3cc bd syringe during a morphine infusion. There is no report of patient harm. Additional event information has not been provided.

Manufacturer narrative:
The customer¿s report of a leak from a maxzero connector was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing was performed; no leaks were observed and the set ran without incident. The root cause of the reported leak from a maxzero connector was not identified.